Event description:
(B)(4). Since placing the essure device in (B)(6) of 2011, I have struggled with abdominal pain, tooth decay, heavy and clot filled menstrual cycles. I have gastro issues, night sweats, anxiety and depression. Major abdominal bloating and discomfort on top of the chronic pain.